Event description:
Drs. (B)(6) implant surgeons of the hospital reported to our sales rep (B)(4) that they were performing a surgery procedure. During this, they observed that during inserting the screw, the tulips have come loose. There was no delay, a replacement was available and the surgery was successfully completed at the end. Please find attached a picture.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the screw was returned with the tulip screw-head separated from the bone-screw. The returned screw was visually inspected and numerous abrasions that could be associated with normal usage were observed on the tulip screw-head. Manufacturing record review: no discrepancies noted. Complaint history analysis: 5 previous records. Where product was available, previous failures were caused by overload applied to the screw. Risk assessment: there was no delay, a replacement was available and the surgery was successfully completed. Conclusion: the exact root-cause of the failure was not identified during the course of the investigation but it is strongly believed to be associated with the pt's obesity. The pt was reported to weigh (B)(6). The pt is morbidly obese and is not a suitable candidate for the mantis spinal system. The mantis surgical technique lists obesity as a contraindication.